Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the black box information for date of complaint was over written due to continued use. No power issues during investigation. All current readings are in specifications. Opened pump and removed from case and there was no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted a low battery alarm and the battery was replaced and now the pump does not power on. The reporter denied trauma to water exposure to the pump. This report is made based on the allegation of the power issue.